Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer was having difficulty calibrating her blood glucose sensor. The customer did not report symptoms. The customer was treated for the low blood glucose with carbohydrate for low blood glucose. Customer¿s blood glucose level was not reported for the time of the call. The customer declined troubleshooting for the low blood glucose event. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.